Manufacturer narrative:
H3, h6. The anspach emax 2 plus hand piece - rohs, pfsr101209, serial number (B)(6) used in treatment was not returned for evaluation thus visual inspection and functional evaluation could not be performed. The software files were downloaded from the device and provided for investigation. Screenshot review shows some mild red bone on the distal cut of the femur. The drill was in exposure mode when initially removing the distal femur bone. The red bone could be due to gouging of the bone by the drill guard and/or if the bur is exposed and the drill moves quicker than the expected retraction time. This is most noticeable when the guard is at an angle with, and not perpendicular to, the bone. The case was put in casevisualizer, where it was confirmed that the checkpoints were not on the bone, but likely on the bone tracker pins or clamps. Although there are no checkpoint verification errors, tracker movement cannot be ruled out. The checkpoints were not verified after femur bone removal. Therefore it is possible the trackers could have moved as a result of being bumped into, sawing/impacting during bone removal, etc. Red bone could also be indicative of drill displacement, where the drill unlocked from the handpiece and the snaplock no longer has control over the drill. If this occurred, the system would show a virtual over-resection of the bone. Physically the bur would be further away from the bone, and the physical bone would be under-resected to what the virtual model shows. The log files do not indicate any system or software issue related to the reported complaint. Detailed instructions for placing the bone pins and tracker arrays is provided in the surgical technique guide. Checkpoint pins should be placed in both the femur and the tibia, in positions where they will not be disturbed during bone removal. The recommended position for the femoral checkpoint pin is in the medial or lateral femoral metaphysis. The recommended position for the tibial checkpoint pin is within the incision distal to the anticipated tibia cut. Refer to the user¿s manual for the placement of the bone tracker attachments. Rigid fixation of the femur and tibia tracking arrays into the bone is critical for a successful navio surgical system surgery. If it is suspected that a bone tracker array has moved during surgery, secure the tracker array and click on the appropriate icon to return to the checkpoint verification screen to re-collect and reverify the checkpoints. The navio user's manual (500196) contains instructions for proper handpiece assembly in the "assembling the hardware" section and handpiece testing in the "performing handpiece diagnostics" section. The navio surgical technique guide (500197) provides instructions for reverting to a manual procedure at any point in the case in the "recovery procedure guidelines" section. When removing bone, the navio user¿s manual instructs the user to move the bur slowly and avoid touching anything other than the target bone. The surgical technique guide instructs the user to remove bulk bone with the following instructions: a slow, methodic ¿plunge and drag motion¿ through to the cortical layer, will remove bone with the greatest efficiency. The bur will stay protruded only until it has reached the target surface and the bur exposure will be actively adjusted so that cutting beyond the target surface is minimized. Widen the cut, moving at a deliberate pace. Trace around the outer edge of the implant cut plan. Make left-right or up-down passes to remove the remaining middle bone. Avoid quick passes, or ¿feathering¿, the tool over the surface. Methodical motion will remove bone with the greatest efficiency. Move from the anterior down to the distal part of the condyle. Continue to cut down to the posterior until you cannot access any more femur area. Increase flexion to maximize access while moving down the condyle. When burring bone near and around the collateral capsular structure (medial collateral ligament, mcl, or lateral collateral ligament, lcl) ensure that a retractor is used to prevent the bur from cutting the ligament. This complaint reports issues with the navio system procedure during the cutting/burring the surgeon recognized the discrepancy in cut depth, he checked that the drill and burr were both properly locked into the handpiece. At that point, he discontinued burring the distal femur, and finished with a cut block and saw blade, navigated with the angle visualizer tool. No error message indicated during the initial set up and calibration of the handpiece and drill. It has been communicated that the operative reports would not be forthcoming. The actual bone was cut deeper on the distal medial cut as indicated on the virtual bone/screen. The exposure guard/control were not restricting the amount of bone resected. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a navio tka procedure, during bone removal on the femur, the bur was removing bone deeper (beyond the planned depth) for the planned distal cut on the femur. As the surgeon recognized the discrepancy in cut depth, he checked that the drill and burr were both properly locked into the handpiece. At that point, he discontinued burring the distal femur, and finished with a cut block and saw blade, navigated with the visualization tool. No error message indicated during the initial set up and calibration of the handpiece and drill. The tip of the bur was set at the correct depth within the exposure guard. Following the procedure, they checked the handpiece and drill for loose assembly, but none was observed. The markers and tracker were checked, but they were installed correctly as well. They performed a drill test and hand piece test following the case. No errors detected with the drill. The procedure was resumed by using the navio system, but only for the navigation feature to set manual cut blocks. The patient outcome is unknown.